Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. Sample 1: on (B)(6) 2022, copan flocked nasal sample was collected. On (B)(6) 2022, the original sample was processed per pi on xpert xpress sars-cov-2. The result was sars-cov-2 positive. This result was reported to a physician. Sample 2: on (B)(6) 2022, copan flocked nasal sample was recollected. On (B)(6) 2022, the recollected sample was processed per pi on xpert xpress sars-cov-2. The result was sars-cov-2 negative. This result was reported to a physician. Sample 1 retest 1: on (B)(6) 2022, the original sample collected that was being stored at room temperature was re-tested per pi on xpert xpress sars-cov-2. The result was sars-cov-2 negative. This result was reported to a physician. Sample 1 retest 2: on (B)(6) 2022 the original sample collected on (B)(6) 2022 that was being stored at room temperature was re-tested on the simplexa covid-19 direct.2. The instrument interpretation was negative. This result was reported to a physician. Sample 2 retest 1: on (B)(6) 2022, the recollected sample collected on (B)(6) 2022 that was being stored at room temperature was re-tested on the simplexa covid-19 direct.2. The instrument. The instrument interpretation was negative. This result was reported to a physician. There is no information about the outcome or treatment of the patients available, no known harm, injury or deterioration in health was confirmed by the customer. Patient was not symptomatic but tested positive for sars-cov-2 on unconfirmed platform two months prior to (B)(6) 2022. Testing performed on patient without suspicion of covid-19 and is outside the intended use. Review of initial test results show n2 target detection only with late CT. Target and spc amplification and epf appears normal. Review of other negative test runs show normal spc. No evidence of product malfunction. Likely root cause is sample with viral rna at or below the limit of detection. Noted is the patient had covid-19 two months prior however the laboratory stated that this patient never tested positive; unclear to real past disease status. If truly positive two months prior, this likely represents residual shedding of viral rna post infection. No reports of patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress sars-cov-2 eua IFU; "positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. Sample 1: on (B)(6) 2022, copan flocked nasal sample was collected. On (B)(6) 2022, the original sample was processed per pi on xpert xpress sars-cov-2. The result was sars-cov-2 positve. This result was reported to a physician. Sample 2: on (B)(6) 2022, copan flocked nasal sample was recollected. On (B)(6) 2022, the recollected sample was processed per pi on xpert xpress sars-cov-2. The result was sars-cov-2 negative. This result was reported to a physician. Sample 1 retest 1: on (B)(6) 2022, the original sample collected that was being stored at room temperature was re-tested per pi on xpert xpress sars-cov-2. The result was sars-cov-2 negative. This result was reported to a physician. Sample 1 retest 2: on (B)(6) 2022 the original sample collected on (B)(6) 2022 that was being stored at room temperature was re-tested on the simplexa covid-19 direct.2. The instrument interpretation was negative. This result was reported to a physician. Sample 2 retest 1: on (B)(6) 2022, the recollected sample collected on (B)(6) 2022 that was being stored at room temperature was re-tested on the simplexa covid-19 direct.2. The instrument. The instrument interpretation was negative. This result was reported to a physician. There is no information about the outcome or treatment of the patients available, no known harm, injury or deterioration in health was confirmed by the customer. Patient was not symptomatic but tested positive for sars-cov-2 on unconfirmed platform two months prior to (B)(6) 2022.